Event description:
A b braun 18 ga 1 1/4" catheter was inserted in pt. The catheter part has broken off into the pt causing the drs and nurses to dig the cath out of the pt's arm. Unsure of the outcome of the pt's vien.